Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump charging port was damaged and could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the customer was experiencing wake button issues. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.